Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100- 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 53 and 57mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/31/2018 and open vial date is less than one week. The meter memory was reviewed for previous test result history (customer un-willing to go into meter's memory to obtain last 5 results and insisted she just verbally provide results, therefore, no times were provided): (B)(6). Customer states she has not had any recent changes in exercise but has been eating less sweets, as of recent. Customer states she was recently prescribed a steroid. Customer states she takes glyburide for diabetes management.